Manufacturer narrative:
Return of product has been requested. The investigation of this complaint was only done based on given and previously investigated data. No physical return of product was provided. Full evaluation will occur upon receipt of returned product.

Event description:
Head detached from the stem and was loose in mouth [device breakage]. No adverse event [no adverse event]. Case description: a mother reported that her son of unspecified age used a brand new oral-b brushhead, version unknown with an oral-b rechargeable toothbrush, version unknown, and the brushhead detached from the stem and was just loose in her son's mouth. She elaborated that it looked as though it was just not properly attached. No symptoms developed. On 14-mar-2016 received follow-up email from mother: the mother reported that the oral-b precision clean brushhead was part of a pack of 4. No further information was provided.